Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, painful when fully inflated and device won't stay hard during intercourse. Right cylinder pushing out on glans on left side. Another inflatable device was implanted.

Event description:
Additional information stated no fluid remained in device.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan touch pump, two cylinders and detached inlet tubing with connector were received for evaluation. Examination and testing of the returned components revealed two groups of striations in the detached inlet tube with connector, indicating contact with unshod instrument. Testing revealed these to be sites of leakage. No functional abnormalities were noted with the pump or either cylinder. The information received indicated the device would deflate during intercourse and was "pushing out on the glans on the left side", but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. As examination of the returned components may not confirm or disprove the report of possible erosion, quality accepts the physician's observations of such. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.